Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unsure as this was not disclosed to me and was checked off for prior to me getting to this page') in a (B)(6) year old female patient who had essure (batch no. 901325) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, gravida ii, parity 2 ((B)(6) 2009 and (B)(6) 2012.), allergy to antibiotic, back pain, urinary incontinence and urinary urgency. Previously administered products included for contraception: mirena from 2007 to (B)(6) 2011. Family history included breast cancer (breast cancer in her grandmother). Concomitant products included biotin since 2017, butalbital since 2011, caffeine since 2011, cetirizine since 2014, colecalciferol (vitamin d3) since 2014, cyclobenzaprine since 2007, desvenlafaxine succinate (desvenlafaxina mk) since 2016, escitalopram oxalate (lexapro) from (B)(6) 2015 to (B)(6) 2015, ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2015 to (B)(6) 2015, minerals nos;vitamins nos (prenatal vitamins) since 2007 and topiramate (topamax) since 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: suspect nickel allergy or sensitivity / rashes or skin conditions type: secondary to what is suspected to be a nickel allergy") and was found to have vitamin d decreased ("autoimmune disorder type of disorder: accompanied with chronically low vitamin d"). In 2013, the patient experienced fatigue ("severe chronic fatigue syndrome - was told can be autoimmune") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced vaginal discharge ("vaginal discharge"), vaginal infection ("recurrent vaginal infections"), vulvovaginal swelling ("vaginal swelling"), post procedural infection ("possible post op infection") and excessive granulation tissue ("granulation tissue"). In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient experienced pelvic infection ("infection (other) describe: pelvic") and fungal infection ("recurrent yeast infections - suspect deep tissue/systemic"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 6 years 5 months after insertion of essure. On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, pelvic infection, fungal infection, vitamin d decreased, dysmenorrhoea, dyspareunia, vaginal discharge, vaginal infection, vulvovaginal swelling, post procedural infection, excessive granulation tissue and vulvovaginal pain outcome was unknown and the vaginal haemorrhage, menorrhagia, allergy to metals, fatigue and alopecia was resolving. The reporter considered allergy to metals, alopecia, device dislocation, dysmenorrhoea, dyspareunia, excessive granulation tissue, fatigue, fungal infection, menorrhagia, pelvic infection, pelvic pain, post procedural infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vitamin d decreased, vulvovaginal pain and vulvovaginal swelling to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Hysterosalpingogram on (B)(6) 2012: total bilateral occlusion. Lot number: 901325 manufacturing date: 2011-09 expiration date: 2014-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2020: quality-safety evaluation of ptc. On 2-apr-2020: amendment: concomitant drug prenatal recoded. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.